Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated since (B)(6) 2013, the analyzer was intermittently generating failing qc results for troponin I and calibrations were failing for multiple assays. Data was provided for one patent sample with a discrepant troponin I result that occurred on (B)(6) 2013. The initial result was 0.6 and the repeat result was <0.3. No unit of measure was provided. The result of <0.3 was deemed to be correct. It was unknown if the erroneous result was reported outside the laboratory. The patient was not adversely affected. The troponin I reagent lot number was 17026101 with an expiration date of 01/31/2014. The field service representative determined there was a faulty seal on sipper syringe and replaced both syringe seals and pinch valve tubs. To verify the analyzer operation, the customer ran calibration and qc with no errors generated. It was determined the system performed within specifications.